Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the malfunction likely occurred due to insufficient dryness of the scope connector and the presence of foreign objects on the electrical contacts. These factors may have led to communication issues with the scope, resulting in blacked-out images and horizontal lines appearing in green and red, however a definitive root cause was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had green or red horizontal lines or blackouts across the entire monitor. There were no reports of patient harm.